Event description:
IV extension tubing would not flush. Cardiac telemetry technician (cct) who placed the IV initially thought the IV was bad and almost removed the IV from the patient to attempt a different site. However, the tech chose to disconnect the extension tubing and test it and found she couldn't flush any fluid through the tubing. She attached a new extension set and the set and IV worked properly.